Event description:
It was reported to nova biomedical that, a consumer received a result of 597 mg/dl on their blood glucose meter. Based on that result, the consumer gave herself too much insulin. Subsequently, the consumer experienced a hypoglycemic event, not requiring medical intervention. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.